Manufacturer narrative:
(B)(6). Event occurred during service and field service specialist (fss) replace joystick, checked beam alignment, cleaned optics, calibrated, performed energy check and gel test and system meets all specifications. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that during system service a faulty joystick caused the gantry to rise and fall incorrectly. The incident occurred before contact with the patient. No laser was fired and no patient was harmed.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
Correction: h4: in initial report, the device manufacture date was inadvertently reported as 6/19/2014, however the correct date is 05/15/2014. This follow up has the correct date indicated in section h4. All pertinent information available to johnson & johnson surgical vision, inc has been submitted. H3 other text : placeholder.